Manufacturer narrative:
It was reported that a control syringe component came "apart." No serious injury or adverse impact to a patient or a user was originally reported. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. Two (2) samples were returned for observation and visual inspection identified no visible or physical damage. During functional testing the plunger withdrew with no issues and the ring handles stayed in place without detaching or coming apart. The reported problem/issue was unable to be reproduced or confirmed. In an abundance of caution, and in response to an FDA 483 issued for cfn (B)(4) on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that a control syringe component came "apart."